Manufacturer narrative:
Unit received with minor scratched lcd window and broken battery cap. Unit received with no button response due to flattened (esc, act, up and down) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify low battery alarm, drive/motor anomaly and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, scratches on the screen , buttons were hard to press, louder rewind process, and decrease in prime number. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.